Event description:
Caller reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller by providing complete pump reset instructions and walked them through the process. After resetting the pump, the cgm error code did not appear again, and the caller successfully initiated their sensor session.